Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. .report: 3006705815-2016-00544 the manufacturer is unable to determine which lead was involved hence both leads are reported. It was reported the patient was experiencing unintended stomach and chest stimulation and was no longer receiving effective stimulation to the pain areas. It was determined the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 where the lead was repositioned. The patient is now receiving effective stimulation.